Event description:
It was reported that after post-dilatation of a vascular stent, the pta balloon became caught within the stent and during removal of the balloon, the stent folded on itself. Another pta balloon was used to reposition the stent and a stent graft was deployed within the vascular stent to complete the treatment.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The sample is not available for return; therefore, an evaluation of the device could not be performed. The investigation is currently underway.